Event description:
Spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("lot of sharp pain, cramping/a lot of sharp pain, like she had a baby inside her stomach"), genital haemorrhage ("going for several days to the restroom with blood issue"), autoimmune disorder ("blood came back positive for not only immune disease or something") and infection ("infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no family history. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and life threatening), abdominal discomfort ("thromping inside stomach area / it felt like something was throbbing inside the intestine area / started feeling inside like a baby kicking movement"), abdominal pain ("shocking pain, even at work that made her scream, it was shooting pain somewhere in the abdomen"), genital haemorrhage (seriousness criterion medically significant), eating disorder ("she haven¿t been eating"), rash ("rash on her skin of face and arms randomly, hands"), dermatitis allergic ("allergic to certain things that she was never allergic to before/ having allergic reactions, allergies on her skin and face"), autoimmune disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), depression ("depressed"), anxiety ("anxious, bad anxiety"), abdominal pain upper ("it was shooting pain somewhere in the stomach"), rosacea ("it looked like rosacea") and asthenia ("feel weak"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal discomfort, abdominal pain, genital haemorrhage, eating disorder, rash, dermatitis allergic, autoimmune disorder, infection, depression, anxiety, abdominal pain upper and rosacea had not resolved and the asthenia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, anxiety, asthenia, autoimmune disorder, depression, dermatitis allergic, eating disorder, genital haemorrhage, infection, pelvic pain, rash and rosacea to be related to essure. The reporter commented: there is discrepancy in product start date. Initially it was (B)(6) 2016 and in fu it was ??-???-2012. The plaintiff desperately wants essure to be removed. She stated this is a life threatening issue. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet was received -the following events asthenia. Case is now incident. The plaintiff had multiple visits to the health care professional. She stated that the essure caused life threatening issue and she desperately wants this to be removed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("lot of sharp pain, cramping/a lot of sharp pain, like she had a baby inside her stomach"), genital haemorrhage ("going for several days to the restroom with blood issue"), autoimmune disorder ("blood came back positive for not only immune disease or something") and infection ("infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no family history. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and life threatening), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("thromping inside stomach area / it felt like something was throbbing inside the intestine area / started feeling inside like a baby kicking movement"), abdominal pain ("shocking pain, even at work that made her scream, it was shooting pain somewhere in the abdomen"), eating disorder ("she haven¿t been eating"), rash ("rash on her skin of face and arms randomly, hands/, rash in my body,hands, arms and legs"), dermatitis allergic ("allergic to certain things that she was never allergic to before/ having allergic reactions, allergies on her skin and face"), autoimmune disorder (seriousness criterion medically significant), infection (seriousness criterion medically significant), depression ("depressed"), anxiety ("anxious, bad anxiety"), abdominal pain upper ("it was shooting pain somewhere in the stomach"), rosacea ("it looked like rosacea"), asthenia ("feel weak"), sleep apnoea syndrome ("can¿t even sleep"), menorrhagia ("bleed so heavy"), haematochezia ("blood in my stool"), hypersensitivity ("allergic reaction on my face") and stress ("stress"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort, abdominal pain, eating disorder, rash, dermatitis allergic, autoimmune disorder, infection, depression, anxiety, abdominal pain upper and rosacea had not resolved and the asthenia, sleep apnoea syndrome, menorrhagia, haematochezia and stress outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, anxiety, asthenia, autoimmune disorder, depression, dermatitis allergic, eating disorder, genital haemorrhage, haematochezia, hypersensitivity, infection, menorrhagia, pelvic pain, rash, rosacea, sleep apnoea syndrome and stress to be related to essure. The reporter commented: there is discrepancy in product start date. Initially it was (B)(6) 2016 and in fu it was (B)(6) 2012. The plaintiff desperately wants essure to be removed. She stated this is a life threatening issue. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-jul-2018: upon internal review, seriousness criteria life threatening was added to the event pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.